Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g4; g6; h1; h2; h3; h6; h10. Correction to d4 catalog number. The reported event could not be confirmed due to a lack of product/information. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to a lack of part and lot identification. A definitive root cause cannot be determined. It is noted that the zimmer biomet liner was directly cemented into the natural acetabulum bone, and an uncemented wagner stem was utilised and covered in cement in between the splines. This is considered off-label use. It is not known whether this off-label use caused or contributed to the reported event. As a part and lot were not provided, a specific IFU reference could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown cup unknown. Unknown stem unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Villa jm, hosseinzadeh s, rajschmir k, manrique-succar j, higuera-rueda ca, riesgo am. A comparative analysis of 1.5-stage stem hybrid fixation versus two-stage exchange arthroplasty for periprosthetic hip infection: is a 1.5-stageexchange equivalent. The bone & joint journal.

Event description:
It was reported in a journal article that the purpose of the study was to compare survivorship and outcomes as well as re-revision predictability of 1.5- vs. 2-stage hip revisions. The study reviewed 73 patients/hips separated into 2 groups; 1.5-stage (43 patients) and 2-stage (30 patients). The 1.5 stage approach utilized a zimmer biomet freedom liner cemented directly onto the acetabular bone with an uncemented conical diaphyseal stem wagner (39) or arcos (4) covered with antibiotic-eluding cement between the splines. The 2-stage approach used a regular cemented liner with a customized spacer or a regular anatomical stem covered with cement with zimmer biomet cpt (9), zimmer biomet stage one (2), zimmer biomet versys heritage system (1), depuy prostalac (17), or a stryker omnifit (1). The study population had a mean age of 64.55 years at time of surgery (range 36-91 years) with 44 males and 29 females. The mean length of follow-up for the 1.5-stage group was 317 days (range, 23-1,342 days), and a mean length of follow-up for the 2-stage group was 650 days (range, 81-1,620 days). The study reported 3 patients in the 1.5-stage group demonstrated loosening of implants at the latest follow-up.